Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that the field had experienced telemetry difficult when maintaining a connection with this subcutaneous implantable cardioverter defibrillator (s-ICD) during induction testing. The s-ICD continues to remain in service and there were no adverse patient effects were reported.